Event description:
The event involved a tego¿ connector where it was reproted there was total stoppage. The unit did not find anything wrong with it prior to use. They store it in room temperature at the ward. There was patient involvement, however, no adverse event, there was delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Updated information: d9. Investigation summary. The complaint of no flow / can't prime / difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.